Event description:
It was reported that during an unknown procedure, the device was misfiring clips. The clips would not hold. It is unknown how the procedure was completed and how long procedure was delayed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: what does "misfiring clips" mean (please provide more detail)? Clips did not hold. The device was returned in good visual condition for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed 14 conforming clips then it did lockout without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.